Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer did not interact with the pump for an extended period. The customer stated the alarm occurred at 8:30 am and insulin delivery was suspended; insulin was not resumed until 9:30 am. The customer's blood glucose (bg) level was 400 mg/dl and was addressed with a correction bolus via the pump. Additionally, it was reported that the customer was hospitalized due to diabetic ketoacidosis (dka) later in the day. Reportedly, the customer was not sure if the auto-off alarm was the root cause for the hospitalization and does not believe the pump is at fault. The customer's bg level was 428 mg/dl and was addressed with a bolus via the pump. While at the hospital, the customer was treated with insulin injections. Tandem technical support performed a system check and confirmed that the pump was functioning as intended. Contact felt that the pump was working fine and that the pump was not the cause of the hospitalization. Customer was released from the hospital on (B)(6) 2017 and stated he was satisfied with pump performance and will call back if further assistance is required.